Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system was performed. No nc¿s associated with this product/lot combination were identified. Device history review : a search of the depuy nonconformance (nc) quality system was performed. No nc¿s associated with this product/lot combination were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient stated that dislocated from a probable fall. Surgeon decision to replace head and liner and replace with dual mobility setup. Surgery was successful and patient stable when leaving o.r. Doi: (B)(6) 2021 dor: (B)(6) 2021 right hip.